Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet, leading the user into the fill-tubing menu while still connected, after which the user disconnected per guidance and exited the menu; the user pushed approximately 1 unit while connected, then remained without cgm throughout the day, and later re-paired a new sensor that began warming up, with glucose values trending from the 300 mg/dl down to 256 mg/dl after connection. Investigation included troubleshooting and education regarding cgm pairing workflow and device operation. Further investigation of this case revealed user interaction with the fill-tubing function while paired, subsequent disconnection, and successful cgm reconnection with stabilization of glucose trend. There was no user reported clinical symptoms associated with hyperglycemia and user-reported awareness of glucose changes without additional hypoglycemic symptoms. Outcomes included transient loss of automated correction while the cgm was not paired and subsequent improvement in glucose after cgm connection. It was concluded that the event involved cgm not paired to the ilet with resultant hyperglycemia due to absence of automated corrections, resolved after pairing and user guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.